Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised due to (B)(6) infection (right hip).

Manufacturer narrative:
The devices associated with this report were visually inspected. No conclusions regarding the reported infection can be drawn from the visual examination. The returned ceramic femoral head, acetabular insert, and femoral stem exhibit damage most likely from extraction. No product problem identified within visual examination. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of device history and sterilization records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.